Manufacturer narrative:
A service call was made. Investigation revealed reagent probe station had residual splash of reagents and that results are indicative of reagent carry over only with all "a" specimens yielding an "ab" result. Possible air entry points were eliminated and pipetting tube was replaced. Customer reported that problem persists. Reagent probe station continued to show residual splash of reagents. Further investigation revealed no air in lines, no visable splash evident. Parts associated with reagent pipetting system that have a possibility of air introduction were replaced. Performed diluter pump, and rinse pump replacement with firmware upgrade. Tested 4 patient samples to ensure proper operation with no evidence of splash. All samples had acceptable results.

Event description:
Customer reported abo discrepancies when testing samples on the galileo. A known a pos patient sample typed as ab pos. The sample was typed as a pos by manual testing. One donor unit (labeled a pos) typed as ab pos on the galileo. The sample resulted as a pos upon repeat testing. Customer states that visual inspection of the plate indicates reagent carryover. A third sample (b negative donor unit) was typed as o negative on the instrument. Repeat testing on the instrument using the same reagents typed the unit again as o negative. A new donor segment was then tested and typed as b negative on the instrument. The unit typed b negative by manual tube testing. The customer stated no adverse event occurred as a result of the discrepancy.